Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. No evidence was found that would result in the needle mechanism deploying early; a root cause for the reported event could not be determined. In addition, no bends or kinks were observed in the exposed portion of the soft cannula. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was activating a pod, the needle guard was removed and the cannula deployed early. The pod was not worn.